Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving prialt (concentration and dose were unknown by reporter) via an implanted pump. The indication for use was non-malignant pain. The patient had a history of parkinson's disease. On (B)(6) 2015, it was reported that the pump wasn't functioning properly. The issue was not identified. No patient symptoms were reported. No diagnostics or troubleshooting were performed. The pump was turned off. The pump was replaced. The issue was resolved. The patient status was reported as "alive-no injury".